Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while servicing the device, it was observed that the device is getting error code 110d - check vent: proximal pressure sensor range error. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirm the reported problem. It was verified that the tubing was properly connected between the gas outlet and the gas delivery system (gds). The customer ran the device all day, shut the unit down and restarted it multiple times throughout the day. The reported issue was not duplicated, and the customer had no further issues with the reported error. The v60 ventilator was returned to the respiratory department.